Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. A follow-up MDR will be submitted if additional information is obtained.

Event description:
To followup on a check bags and lines alarm, product surveillance contacted the home patient (hp) on (B)(6) 2011. The hp said that before they called baxter's technical service center they switched out only the cassette and reused old bags. Product surveillance explained to the hp that they should switch out both the bags and cassette when there is an issue with the supplies for sterility issues. The hp said that they completed their therapy when they used a whole new set of bags and cassette as instructed by the baxter technical service representative (tsr).

Manufacturer narrative:
(B)(4). This complaint is for a report of a user error. The patient changed out the cassette however reused the solution bags. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Complaint was not confirmed. Per the complaint information, the cause of the complaint is use error. The label review found the labeling adequate for the potential use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.